Manufacturer narrative:
The lead was surgically abandoned, as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this right atrial (ra) lead was pulled out of the header, the lead separated. It appeared that the insulation must have broken and spun out. This ra lead was surgically abandoned. No adverse patient effects were reported.